Event description:
Sorin group (B)(4) received a report that the roller pump suddenly stopped and then started again. The pump panel display was turned off. This occurred three times during the case. There was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Please note that this MDR is being field late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. The pump was returned to sgd for eval. During functional testing, the reported problem could not be reproduced. Inspection of the internal components found that there was a circuit board outside of the guide bar. After correct assembly of the board the pump was tested for 400 hours without any problems. An incorrectly contacted circuit board can lead to intermittent malfunctions. Sorin group (B)(4) has determined that the circuit board was most likely jarred from its proper location during shipment. A review of complaints records found only one similar complaint in the last two years. Sorin group (B)(4) will continue to monitor the market for any similar events.